Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pen is not dispensing insulin. Customer primed the insulin pen multiple times, replaced the needles and the cartridge, but the issue was not resolved. Customer is able to press down dose button to dispense but no insulin comes out and makes a weird noise. Customer stated the screw does not move when they push the dose button. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.